Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligature procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the returned handle did not have marks of the trip wire being secured. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle did not have marks of the trip wire being secured, and the handle worked as intended functionally. Since the ligator head was not returned, the deployment problem cannot be confirmed. Without a proper evaluation of the ligator head, the most probable causes that contributed to the event remains unknown. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."